Event description:
Aspiration of large right lower extremity seroma. Catheter was inserted and the seroma was drained. Catheter tip broke off upon removal of catheter. When the newly exposed catheter tip was touched, it disintegrated.health professional's impression:patient had to have surgery to recover catheter tip.